Manufacturer narrative:
Analysis of the returned device revealed a glass cap circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface and the outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the probable cause of the failure was due to heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure limiting the performance of the fiber. Therefore, an evaluation conclusion code of operational context was assigned to this investigation.

Event description:
Analysis of the device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. There were no reported clinical consequences to the patient.